Event description:
It was observed that during the device evaluation, the rigid ureteroscope exhibited a broken cover glass. There was no patient involvement.

Manufacturer narrative:
The device was scrapped and olympus does not have the inspection results available. Based on the results of the investigation, and since the device was scrapped, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.